Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient's mother reported that the receiver is working properly; only the smart device has the issue. Dexcom representative advised patient's mother to use the smart device's bluetooth settings to forget the transmitter, then uninstall the application, reset the smart device, reinstall the application and re-pair the devices. No additional patient or event information is available.